Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (10 mg/ml at 3.484 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and postlamincectomy pain. It was reported the patient's pump was empty. The patient cancelled the refill appointment because of transportation issues and she had a surgery for reasons that were not related to the drug infusion system. The pump started alarming a week prior to the date of this report because of low volume. The patient was to come in at noon on (B)(6) 2015 to get the pump refilled. No further information was provided. If additional information is received, a follow-up report will be sent.